Event description:
Complainant alleged that during testing by facility staff, the device displayed incorrect ECG traces when the upper housing was touched. The complainant indicated that there was no patient involvement in the reported failure.